Manufacturer narrative:
(B)(4): a visual inspection was performed on the pump; there was no damage found to the battery compartment or battery cap and there was no evidence of heat damage. The pump was exercised for 24 hours and the pump felt cool to the touch. All current readings were found to be within specification. There were no defects found with the pump regarding the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On march 4, 2012, the lay-user/patient contacted animas alleging that the pump's battery felt hot to touch upon removal from the device. The reporter also claimed that the pump felt warm to touch. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's battery felt hot to touch and the pump felt warm. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.